Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found device would not load past the bootloader menu. Could not view logs. Executive processor led status light displayed f7 error code. Error code pointed toward a bad front end board. Replaced front end board. Performed a full function/calibration check. Device is operating to OEM specs.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit shut down screen is blank. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shut down screen is blank. There was no patient harm reported.